Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed to open. A field service engineer found that the ghost error on tower doors 1 and 3, cleared the error. The storage space was tested on the hardware testing application by a customer successfully. The system functioned as intended after the field service engineer repaired the device.